Manufacturer narrative:
The device was used for treatment. The complaint is reportable as a MDR due to the oxygen desaturation deemed to be life threatening. Serial number was not provied, therefore a trend could not be performed. Trends were reviewed for complaint categories, delivery failure and oxygen desaturation. No trends were detected for these complaint categories. At the time of this report, the analysis and investigation of the device is still in progress. A final report will be submitted once the investigation is complete. Adverse event term: oxygen desaturation (B)(4). Ap (B)(6) 2026.

Event description:
On 27-apr-2026 keenova was notified by the distributor of an incident that occurred involving an unknown inomax dsir serial number. The customer reported they believe the device alarmed delivery failure when it was being used to provide inhaled nitric oxide (no) therapy to a patient. This occurred when the device was switching from ohf to vaci mode on the servo-assisted ventilator. During this time the patient experienced desaturation, the customer reported they utilized the inomax dsir inoblender to manually ventilate the patient to resume no therapy. Customer reported that the patient was able to recover. The inomax dsir device is being returned to the distributor's service center for investigation.